Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture and expiration dates are unknown. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal banding procedure performed on february 27, 2020. According to the complainant, during the procedure, two bands were deployed at once onto the varix. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.